Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
T was reported that a patient had an audible alarm when connecting to their mobile power unit (mpu) and to their power module. There was no indication of alarm on lights. No alarms were noted on their system controller, monitor or on device interrogation. It was noted that the alarm occurred when the patient was connected to the white power cable only and when connected to black power cable only. Log file review was requested and there were no unusual events recorded in the log file event history. Follow up log files were submitted on (B)(6) 2024 for a second occurrence, and it was reported that there were controller faults. The site noted that this was the second controller in 2 days that had been traded out due to a controller fault (with yellow wrench) alarm. It appeared when the patient attempted to transition from battery power to wall power on (B)(6) 2024. The system controller was exchanged, and the patient was given a replacement mpu. The patient stated that they noticed static electricity, including in the blanket on their bed where they were exchanging power supplies. The device function remained within normal limits. The event log file for system controller hsc-137208 recorded a controller internal fault alarm associated with a (f24) boost_ov fault flag. Technical services noted that the event may have been associated with a high voltage event. Motor function was not affected by these events. No further issues were reported after replacing both controllers and the mpu. Related manufacturer reference number: 2916596-2024-00383, related manufacturer reference number: 2916596-2024-00384.